Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump alarmed motor error. Customer's blood glucose was 162 mg/dl. No further information reported.

Manufacturer narrative:
The pump passed the displacement, rewind and basic occlusion tests. No motor error alarm was noted during testing. The pump was unable to prime during the prime test due moisture damage on the force sensor. The motor was tested outside of the device and it passed. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a broken belt clip slot, cracked battery tube threads, a scratched reservoir tube window and a stained end cap sticker.